Event description:
On october 1999, nellcor puritan bennett employee received information reporting an issue with a npb 190 pulse oximeter. The customer alleged that the npb 190 has no alarms. The caller states that her son;s colour was blue and then she looked at the machine and the number was 61%. Caller treated pt as she usaully would. The caller also states that she usually turns down the volume after powering up the unit each day so that she doesn't have to listen to the pulse tone. She stated that she now remembers that for the last two or three days before this incident that she did not have to do this because there was no beep tone at all. Caller confirms that there was no pt harm.